Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings: there was a battery compartment crack observed below the grip pad. Evidence of a partially discharged battery being installed was observed in the pump's black box on (B)(6) 2015. No low battery warning preceded the replace battery alarm due to the replacement batteries voltage was already below the low battery warning threshold. The pump's current draws were within specifications. No battery life issues duplicated during investigation. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.